Event description:
Dr. Indicated non-integration. It was reported that the implant at tooth site #unk failed to integrate due to significant bone loss and infection at the implant site. The implant was removed. Periimplantitis.

Event description:
Dr. Indicated non-integration. It was reported that the implant at tooth site #unk failed to integrate due to significant bone loss and infection at the implant site. The implant was removed. Periimplantitis.